Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was getting stuck when attempting to inflate. The pump was slightly deflated. The pump was explanted and replaced with a tenacio pump. No patient complications were reported.